Event description:
It was reported the infusion line broke. A 2.1mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery. During the procedure, the catheter became kinked and the outer infusion line was ruptured. The burst location was outside of the patient's body right where the device entered the sheath. Another of the same device was used to complete the procedure. There were no complications to the patient and the patient was doing fine. Device eval by manufacturer:returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual examination showed 2 areas of buckling/kinks on the shaft. The 1st location of the shaft damage was 15cm to 21.5cm from the tip. The 2nd location was 83cm to 87cm from the tip. Visual examination noticed that the infusion line had burst proximal the kinks and damage. The location of the burst infusion line was approximately 88cm from the tip of the catheter. The damage that was notice is consistent with sheath interference during the procedure. Pushing, pulling and torqueing of the device could possibly cause the damage that was noticed. The buckling/kinks on the shaft causes the fluid to back up inside of the infusion sheath and causes the infusion sheath to burst proximal of the buckling. The device was set-up and functionally tested. The device functioned as designed pertaining to the rotational aspects.